Event description:
It was reported that the retrieval sheath was damaged and could not be loaded. A filterwire ez¿ was used in a percutaneous coronary intervention. When attempting to remove the filterwire, it was noted that the distal tip was of the retrieval sheath was crushed and it could not be loaded onto the wire. It is unknown how the device was removed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the retrieval sheath was returned without the guide wire. The visual inspection was performed and the device has the distal section (marker band) smashed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the retrieval sheath was damaged and could not be loaded. A filterwire ez¿ was used in a percutaneous coronary intervention. When attempting to remove the filterwire, it was noted that the distal tip was of the retrieval sheath was crushed and it could not be loaded onto the wire. It is unknown how the device was removed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).